Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest reported blood glucose of 400 mg/dl and cgm values of 218 mg/dl during the call trending down to 198 mg/dl; the device displayed alerts for a high glucose and an expired insulin set, and the user performed a supply change and administered insulin per healthcare provider instruction. Symptoms included a headache of uncertain attribution. Outcomes included no hospitalization and resolution in progress as glucose trended downward. Investigation included troubleshooting and user education on high glucose management and infusion set change. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential contribution from infusion set expiration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.